Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat the mid and proximal segments of a left anterior descending (lad) artery. Post orbital atherectomy, the physician went to pre-dilate the lesion with a non-compliant balloon, but prior to the pre-dilation, the patient suddenly went into cardiac arrest. The patient was attempted to be revived, however, the patient expired. Additional information was received. In the physician's opinion, the primary cause of death was bradycardia and slow/no reflow; and the secondary cause of death was abrupt vessel closure. Medication was administered to improve slow flow and address the bradycardia.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient arrhythmia, cardiac arrest, obstruction, death, vasoconstriction and related medical intervention appear to be related to operational context. In this case it is likely that the reported patient arrhythmia, cardiac arrest, obstruction, death, vasoconstriction and related medical intervention are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Factors that may contribute to the patient arrhythmia, cardiac arrest, obstruction, death, vasoconstriction and related medical intervention include, but are not limited to patient anatomical morphology, patient disease state, device placement or use techniques employed. Due to the very limited information provided, it cannot be established if the oad caused or contributed to the patient's death. The reported patient effects of arrhythmia, cardiac arrest, obstruction, death and vasoconstriction are listed in the diamondback 360 coronary orbital atherectomy device instructions for use as a known potential patient effect associated with the use of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat the mid and proximal segments of a left anterior descending (lad) artery. Post orbital atherectomy, the physician went to pre-dilate the lesion with a non-compliant balloon, but prior to the pre-dilation, the patient suddenly went into cardiac arrest. The patient was attempted to be revived, however, the patient expired. Additional information was received. In the physician's opinion, the primary cause of death was bradycardia and slow/no reflow; and the secondary cause of death was abrupt vessel closure. Medication was administered to improve slow flow and address the bradycardia.